Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0401947v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0228218v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0401947v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0228218v, implanted: (B)(6) 2002, product type lead.

Event description:
It was reported that approximately two weeks prior to report the patient had a knee surgery that was unrelated to the deep brain stimulation (dbs) device or therapy, and then at the time of report they were having dyskinesias. It was noted that the patient had their implantable neurostimulator (ins) checked before the surgery. At the time of report, their dbs therapy showed it was on and the battery was ok. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.